Event description:
A pt reported blood glucose results of "19 mg/dl, 20 mg/dl, 168 mg/dl, and 179 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.